Event description:
Related manufacturer reference number: 1627487-2022-02116, 1627487-2022-02117, 1627487-2022-02118. It was reported the patient experienced ineffective stimulation due to three leads being fractured. X-rays confirmed the fractures. Surgical intervention took place wherein the leads were explanted and replaced. Effective stimulation was established. It is unknown which three leads were fractured, as such all leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.